Event description:
Pt with sprain cruciate lig knee and tear lat meniscus knee was undergoing an acl reconstruction of right knee. Which had to be terminated due to extreme fluid extravasation in right thigh and groin due possible to problem with device. Machine tested and working.